Event description:
After connecting female ll connector swivel to ll adaptor 2 on the patient side, blood started to aspirate back into the IV line and then started to come out of the connector swivel at the juncture of the luer lock and the red piece on the device. There was no blood coming from the luer lock and IV bag line. This happened prior to the IV pump starting to infuse the drug, and happened immediately after the connection was made. The patient was disconnected and IV was reprimed with new adaptor and IV bag line without further issue. The lot number of the female ll connector swivel above has been sequestered. Of note, the luer lock piece on the adaptor seems to be loose in its connection to the rest of the device and moves from side to side at the juncture where the blood was leaking. This seems to be the same on several of this lot, but also on other lots tested as well. I am unsure if this is a default or is intended.